Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of (B)(6), it was observed the patient's right ventricular lead was oversensing noise. The noise was reproduced in the clinic. The clinic elected to monitor the lead. The patient experienced no symptoms related to this event.